Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient ((B)(6)) experienced loss of stimulation due to the ipg being inoperable as the patient did not charge/use the system for about 2 years. A sjm representative confirmed the issue. As a result, the alleged ipg was explanted and the patient was trialed for different model. Reportedly, the patient received effective therapy and will be moving forward for the permanent implant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.